Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the pump touch screen was unresponsive and "freezes up during bolusing." As well, that the pump battery was depleting quickly and that the customer experienced ¿issues charging¿. There was no adverse impact to customer's blood glucose. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.